Event description:
Additional information received indicated the event took place during a trial procedure. The doctor attempted to replace the stylet in the lead, but it would not thread. The lead was replaced. The patient had a successful trial and went on to receive a permanent implant.

Event description:
It was reported that the stylet would not go back into the lead component of the implantable neurostimulator (ins) system. No further information was available but additional information was requested.

Manufacturer narrative:
Stylet: lot# unknown, implanted: (B)(6) 2012 explanted: (B)(6) 2012. Lead: model 3777, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead model # 3777 found stylet coil of the stim lead body was perforated by stylet. Analysis of the stylet found the stylet wire was bent. No significant anomlies found. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.